Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to implant permanent lead on (B)(6) 2019. During the procedure, the physician was unable to implant the lead as he was unable to access the epidural space due to scar tissue. As a result, the procedure was abandoned. Surgical intervention may be taken in the future to address the issue.